Event description:
It was reported that during a device follow up, a right atrial (ra) lead dislodgement was confirmed via an x-ray. High thresholds and undersensing were also noted. The ra lead is planned to be revised. No patient complications have been reported as a result of this event.